Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this local representative was notified on (B)(6) 2016 that this patient had developed pocket erosion. The patient's device history was significant for a past hospitalization due to pocket erosion that was unsuccessfully closed. The patient was admitted into the hospital on (B)(6) 2016. The patient was presented back to the electrophysiology (ep) laboratory. The s-ICD device and electrode were explanted without incident.